Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a as lvp 20d 2ss cv had defective tubing during use. The following was reported by the initial reporter: "it was reported that the tubing was defective. Verbatim: defective tubing".